Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2012. Evaluation summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced due to normal battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.